Event description:
Implant loss due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, abscess.

Event description:
Implant loss due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, abscess.